Manufacturer narrative:
Date of report: 30jan2019. Date rec¿d by MFR: 24jan2019. The manufacturers international service technician could not confirm the reported issue. The issue was determined to be with the hospital oxygen supply center and not the device itself. No repairs were needed. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 17jan2019. International UDI: (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the ventilator has no oxygen, and reportedly the oxygen supply pressure is too high. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user. The event date was not specified; estimate used.